Event description:
Attorney reported his client's vision is blurry and his eyes are dry after cataract extraction and intraocular lens (iol) implant surgery in his right eye (od). Additional information was received. The patient's medical records indicate a central corneal scar and nuclear sclerosis were present od prior to iol implant surgery. The patient reported he had an injury involving steel od 15 years prior to surgery and since that event he was able to see better out of his left eye (os) than od. Medical reports also identified possible amblyopia, pco and trace epiretinal membrane od. A yag was performed in 2005. In 2006, examination revealed a cloudy posterior capsule with fibrosis, a decrease in tear film and pcl with faint haze od. Dry eye identified ou. Additional information has been requested.

Manufacturer narrative:
The info was supplied by the MFR, not the user facility. The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. This report was mailed to the FDA on: 7/19/2007. Additional information was requested by mail and by fax on 7/6/2007. Some additional information was received and some of the additional information requested is still pending. Additional information was requested by mail on 7/16/2007, this information is pending at this time.